Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl. The caller stated that the insulin pump was not giving no delivery, and the infusion set and reservoir were changed. Troubleshooting was performed, and the insulin did exit while running a fixed prime test. The customer mentioned having 20mg/dl for two days because the insulin pump was not delivering. The caller requested having a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.